Event description:
Healthcare professional reported pt on baxter 550 hemodialysis device with a goal weight to be removed set at seven pounds. After 2 hours, the goal weight had been removed and pt. Reported cramping. Hypotension was reported by healthcare professional. 700 cc of normal saline was administered on setup and another 1200cc of normal saline was administered during the remainder of the treatment which continued for 1 hour and 20 minutes. Pre-treatment weight was 214 lbs and post-treatment was 207 lbs. Correct goal weight was achieved after the administration of normal saline.